Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements, noise and oversensing. A lead fracture was suspected but not confirmed. A revision procedure was performed and this lead and device were abandoned. A new lead and device were implanted in the left side of the chest. No additional adverse patient effects were reported.